Manufacturer narrative:
Evaluation summary: an on-site analysis was performed by MFR's service techniican. Results of rate accuracy testing on channel a did confirm an overinfusion. Internal inspection determined that the channel a pumping mechanism screws were loose. The hospital performs repairs and routine maintenance on the device and installed the mechanism alarm circuits. All discrepancies found during inspection were corrected by the hospital biomedical engineers prior to returning the device to the floor for clinical use.